Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process, which led to the cartridge leaking from the septum. Customer's blood glucose level was 151 mg/dl. Customer declined troubleshooting with tandem technical support and reported they will replace cartridge on their own.